Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number gd893453 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is report 3 of 3 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). The patient experienced peritonitis, and they were admitted into the hospital on the same day. The patient was discharged from the hospital two days later. The cause of the peritonitis was unknown. Treatment during hospitalization included vancomycin IV(dose unknown) and ceftazidime- IV(dose unknown). The patient was prescribed cefazolin ip (dose and frequency was unknown) and vancomycin ip x1 (dose unknown) for treatment at home. The patient was recovering for this event of peritonitis.